Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. All codes apply to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump doesn't seem to be helping the patient as much as expected. The patient would like to get outside more and did not feel like that is going to happen. The patient was contemplating having the pump removed or letting the pump run dry. The patient was depressed. The patient was in pain and had to be carried into the ER (emergency room) a few times since the pump was implanted because he was in so much pain. The ER treated the patient like a drug addict. The patient thought he would be farther along. The patient's pain went from 10 down to a 7 in three months. The patient's pain level of 7 feels it will take another 3 months to get down to a pain score of 5. The boluses gave the patient relief, but it only affects the pain for 5-10 minutes and then the affects goes away. The patient's health care professional (hcp) was still titrating drug to therapeutic level. The pump was used to infuse hydromorphone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). The patient's pump and part of their catheter was replaced on (B)(6) 2016 due to a lack of therapy. On an unknown date, the doctor was unable to receive anything back from the catheter access port. It was unknown if any external, environmental, or patient factors may have led or contributed to the issue. The issue was considered to be resolved and the patient was considered to be "alive - no injury". It was noted that the pump and catheter were discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-05 a medwatch (report #mw5071687) was received. The medwatch was indicated as having been submitted to the FDA on august 21 2017 by a consumer. It was reported that the patient had a pain pump implanted and that for two years the patient complained that it did not work. It was stated that after that time, it was tested and found ¿faulty.¿ it was noted that event the patient¿s first pump would be hard to ¿prove this.¿ the implant date was reported to be (B)(6) 2012 andthe explant date was (B)(6) 2014 (please note this information is conflicting with the manufacturer¿s device registration records). It was noted that the patient was trying to remember all dates, but was having issues with their short-term memory. The patient¿s concomitant medical products were reported as backlofen, oxycontin, and oxycodone. The event outcome was reported to be life threatening and required intervention. The date of the event was reported to be (B)(6) 2012 (note this date is prior to the patient¿s initial implant date per the manufacturer¿s device registration records).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). No fault was determined. It was stated that the patient was very depressed.